Manufacturer narrative:
Oscillating saw attachment serial number (B)(4) was returned for complaint investigation. Upon receipt, it was confirmed that pins of the axis were broken. The oscillating saw attachment could not be repaired. Since it was not under warranty anymore it was not replaced. The defective item has not been returned to the customer.

Event description:
It is reported that the universal oscillating saw attachment was realized not to work properly. It stops oscillating, once working and making pressure to cut. There was no patient involved since the event occured during an inspection kit.